Manufacturer narrative:
Continuation of d10: 8637-20 neuro pump implanted: (B)(6) 2022; 97715 pain stim ipg implanted: (B)(6) 2017; 8709sc catheter implanted: (B)(6) 2010; 3778-60 pain stim lead implanted: (B)(6) 2008; 3778-60 pain stim lead implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a connection issue. An alert had triggered due to undefined high out of range (oor) pacing impedance and it was noted that the pacing impedance trends were variable. The lead was explanted and replaced. It was noted by the physician that the lead dislodged and that the lead "came right out". "No patient complications have been reported as a result of this event.